Event description:
While reporting a broken belt clip the customer stated that they were not sure whether the lcd screen of the insulin pump had a crack or a scratch, but they did not want moisture to get into the insulin pump, again. The customer's blood glucose was 348 mg/dl. The customer mentioned that they had jumped into the lake with the insulin pump still attached to them and they had noticed moisture under the screen of the device on (B)(6) 2014. The customer was advised that the device needed to be changed. They stated that the device is functioning properly and they wanted to continue using it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.